Event description:
Approximately three months and three weeks post hvad implantation, this patient was admitted to the hospital for treatment of suspected pump thrombus. He presented with red urine and pump parameters above normal operating parameters. Over the next twenty-four hours he was treated with intravenous heparin and tirofiban infusions which decreased pump watts to 5-6; though he continued to have occasional, self-resolving "high watt" alarms. Preliminary log file analyses revealed rise in power consumption above normal operating ranges and numerous "high watt" alarms. The patient's pump was exchanged on (B)(6) 2015. The site took pictures of the explanted pump and both the pictures and the pump are being returned to the manufacturer for evaluation.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware® system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The heartware hvad instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Any information received regarding this event after filing this report shall be filed on a supplemental MDR. The device listed in this report is used for treatment, not diagnosis. Any information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The lvad pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple "high watt" alarms on the date of the reported event. Pictures sent from the site confirm a substance inside the pump. However, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. This condition may have triggered alarms due to high power consumption. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. Clinical factors that may have contributed to the reported event are unknown. The most probable root cause has been attributed to thrombus formation/ingestion within the device. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.